Event description:
The pt was treated on (B)(6) 2011 for an eye infection. Follow up with the ecp for more info was attempted with no reply to date to confirm the type of infection or treatment plan. This is being filed as unconfirmed infection.

Manufacturer narrative:
This is being filed as unconfirmed infection. Method code: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results code: there is no direct causal relationship established between the medical device and the incident. Conclusion code: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional info.